Event description:
I clicked on the side of the device to close the needle and the needle did not retract and blood came into the side of the device. Blood also was on the patient arm. The needles are also dragging when coming out of the arm. Manufacturer response for vanishpoint butterflies, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.